Event description:
A (B)(6) female pt called zoll customer support to report that her monitor felt hot and wouldn't power up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (monitor hot, wont' power up) was confirmed. Upon investigation, the monitor c/a board was thermally damaged and the monitor wouldn't power on. The cause for the thermal damage was isolated to a damaged c22 high voltage capacitor on the defibrillation board. The negative lead of c22 was broken from the defibrillator board. The root cause for the broken lead on c22 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. (B)(4). No adverse event resulted from the broken lead on c22. The pt received a replacement monitor.